Event description:
It was reported that the shaft break occurred. The patient presented with coronary artery disease (cad). A 3.00 x 30mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). It was noted that the delivery shaft broke and the procedure was successfully completed with another device. There was no patient complications reported.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. The device was not returned for analysis. However, media inspection revealed a visible break in the hypotube shaft. The provided image captured only one side of the damage. Media inspection confirmed the reported allegation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained.

Event description:
It was reported that the shaft break occurred. The patient presented with coronary artery disease (cad). A 3.00 x 30mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). It was noted that the delivery shaft broke and the procedure was successfully completed with another device. There was no patient complications reported.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained.